Event description:
It was reported that the patient was presented remotely via merlin.net transmission. Transmissions revealed the right atrial (ra) lead had exhibited oversensing noise resulting in inappropriate automated mode switch (ams) episodes. Programming changes were made to resolve the issue. The patient was in stable condition.